Event description:
During the device evaluation, the rhino-laryngo videoscope's scope cover right was found to be detached. There was no patient involved.

Manufacturer narrative:
Based on the results of the completed investigation, the most probably cause of the malfunction is damage or deterioration of parts due to wear and tear, without any manufacturing issues. However, the root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.